Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor did not deploy, it remained inside the sheath after the full click on the hub. It slid out and they resumed with manual pressure to stop the bleeding. No patient injury/medical or surgical intervention required. Additional information was received on 12jul2023: the procedure being performed on the patient prior to the use of the closure device was a uterine fibroid embolization (ufe). Procedure sheath used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Insertion was normal. After he pulled the hub to click to release the anchor into the vessel, he went to pull back on the device to deploy the collagen and the entire device came out of the artery. The anchor remained inside the sheath. The patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available. The exact root cause cannot be determined. The likely root cause is failure of the anchor to post on the sheath tip due to deployment in tissue tract due to improper location or fibrotic tissue tract or the arteriotomy being larger than the device anchor. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).